Manufacturer narrative:
(B)(4). The customer reported the steerable guide catheter was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This report is filed for the right groin hemorrhage requiring manual pressure. It was reported that the patient had a right groin hemorrhage one day after the mitraclip was implanted. Manual pressure was applied and the condition resolved. There was no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
(B)(4) unique device identifier (UDI) number: (B)(4). There was no reported device malfunction and the product was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. The reported patient effect of bleeding, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported patient effect appears to be related to procedural conditions, as the steerable guide catheter is inserted into the groin to access the femoral vein. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.